Manufacturer narrative:
Concomitant medical products: 500dm31 mechanical valve, implanted (B)(6)2017.

Event description:
It was reported that there was a right atrial (ra) lead warning for high impedance. It was also noted the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.